Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported difficult to remove and failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat lesions located in the obtuse marginal and proximal left circumflex arteries that were moderately calcified and moderately tortuous. The xience xpedition stent delivery system was advanced, but did not reach the lesion and became stuck proximally in the lcx. After some manipulation, it was freed and once removed from the anatomy, the unimplanted stent was deformed. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott stent was used to complete the procedure. No additional information was provided.